Event description:
It is reported that a customer experienced high blood glucose of 496 mg/dl. The customer was treated for the high blood glucose with 3 units of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that there was a bolus missing after checking the pumps history but the insulin pump works as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.